Event description:
During attempted filter implantation in the ivc via the left femoral vein, resistance was encountered in a heavily tortuous area proximal to the bifurcation; the sheath could not be advanced any further, and the filter could not be pushed out of the sheath by the obturator. Therefore, the sheath/filter assembly was removed from the pt and it was noted that one of the barbs of the filter had penetrated the wall of the sheath. There was no report of pt injury. A competitor's filter (gunter tulip) was used to successfully complete the procedure as there was no backup optease. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the device history records associated with this final lot presented no issues during the mfg process, that can be related to the reported complaint. See scanned page.